Event description:
Reporter called and stated his (B)(6) father has been having issues with his hearing aids. The first set was working fine than three months later it suddenly stopped working. The son contacted the manufacturer and they received another pair. The second set was working fine but after a few weeks one side stopped working and shortly after the hearing aids completely stopped functioning correctly. The son is concerned because his father is elderly relying on these hearing aids to improve daily activities. Reporter is still waiting for replacements to come in the mail. Health effect code: 4582. Device problem code: 2588. Reference reports: mw5186786, mw5186788, mw5186789.